Event description:
A physician reported that a 17-year-old male pt experienced a suspected fungal ulcer while using renu with moistureloc multi-purpose solution. The appearance of the fungal was described as "feathery borders and branch extensions". An isolate was obtained and was negative for microorganism. No culture was performed on the product, contact lens, and lens case, as they have been disposed. The pt was treated with natamycin and zymar. Subsequently, the pt's symptom resolved and had a good vision.